Manufacturer narrative:
(B)(4). The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex partially covered esophageal stent was implanted to treat a post sleeve gastrectomy leak in the esophagus during an endoscopy with stent placement procedure performed on (B)(6) 2016. The stent was placed without issue during the endoscopy procedure. On (B)(6) 2016, the physician noted that the gastric leak still persisted and images were taken of the stent which showed that the middle part of the stent failed to fully expand. The physician removed the stent using rat tooth forceps and implanted a another wallflex partially covered stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, the patient had a longer hospitalization stay due to the initial unresolved leak but was ok after placement of the new stent.